Event description:
Allegedly, at the end of a hysteroscopy procedure, doctor noticed that there was arcing inside the insulation block of the device. After that, they noticed the pt was exhibiting signs of bradycardia. Procedure was completed and pt stayed overnight in ICU and was released the next day in good condition.